Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of anastomotic instruments were used and did not allow the coupler rings to close sufficiently. The anastomotic instruments were used during free flap surgery and did not allow the coupler rings to close sufficiently to anastomose the vessels. This was resulted in extension of surgical time and loss of four disposable couplers. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During investigation, it was noted that the anastomotic instrument knob was difficult to turn. Further inspection revealed that the retainer disc in the knob was cracked. The cracked retainer disc would not allow for the knob to be turned as intended, thus not allowing the coupler rings to close sufficiently. The reported condition was verified. The caused of the cracked retainer disc was not determined. A device history review revealed no issues that could have caused or contributed to the reported issue. No additional information is available.